Manufacturer narrative:
There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Allergic skin reaction (little blisters with itching around the scar) occurred few days after closure of surgical incision, motive of surgery was not reported, location was chest. Additional information: scar of cartilage graft intake for plastic surgery or auricle aplasia, description by the patient at day 8 of itching and seeping vesicles under the glue. Surgical removal of glue under nitrous oxide. After 1 month, persistence of hyperpigmentation. Possible concomitant infection.